Manufacturer narrative:
(B)(4). Eval results: eval of the returned product shows the alarm powers up, but the led lights do not come on. When weight is removed from the sensor pad there is static noise, and then the lcd goes blank and no sound. External power supply shows the low battery indicator does not work. The unit is missing the aqualert moisture indicator label. Note: posey instructions for use. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on. The posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).

Event description:
Customer reported that alarm has no power. The batteries were replaced with a new supply and all of the same type. There was no visible damage reported. There was no pt incident or injury reported.